Manufacturer narrative:
Continuation of d10:concomitant product ID 37761, serial# unknown product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, analysis of the desktop charger (serial #: unknown) revealed that the desktop charger had a broken connector pin. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger stopped working, it was blinking and the charging screen went blank. The patient indicated they charge every day. This issue occurred through normal wear and tear. It was attempted to be turned off and turned back on but it seemed like it intermittently shut itself off. The recharger was replaced and the issue was resolved.